Event description:
It was reported that during an anterior cervical decompressions and fusion at c5-6 and autograft from her left iliac crest a synthes small air drill (511.10) was used with a 14mm stryker drill bit to pre-drill holes when the drill slipped and/or the drill bit broke. Additionally, it was reported that the patient's spinal cord was punctured causing a large amount of cerebrospinal fluid to escape.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result and conclusion codes will be made available following engineering evaluation.